Event description:
PICC was inserted and it was a few days before a nurse found a crack at the hub.

Manufacturer narrative:
According to the product experience report, there was no sample available for return. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If more information becomes available in the future, a follow-up report will be submitted.